Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A definitive root cause could not be determined. Based upon the information provided, the most likely cause of the elevate results was the use of a 1:20 dilution. The customer diluted the sample 1:20 at a concentration below the minimum dilution concentration. This is documented in product labeling.

Event description:
The customer alleged they received questionable troponin t stat (tnt) and ck-mb results for one patient on their e411 analyzer. The customer provided data for discrepant tnt results. The patient's sample was processed on the customer's beckman aliquoter system into sample cups. The patient's sample was initially diluted 1:20. The initial tnt result from an aliquot tube was 0.225 ng/ml accompanied by a data flag. The customer questioned the initial result as the patient's previous tnt result from earlier that day was 0.02 ng/ml and it failed a delta check. The initial tnt result was not reported outside the laboratory. The primary sample tube was then tested and the result was 0.017 ng/ml. This result was reported to the patient. The aliquot tube was then repeated and the result was 0.021 ng/ml. The primary and aliquot tubes were then tested on another e411 analyzer. The primary tube tnt result was 0.15 ng/ml. The aliquot tube tnt result was <0.01 ng/ml. There were no adverse events. The tnt reagent lot number was 17575901 and the expiration date was 02/28/2015. The field service representative thought there was a possible dilution error. He inspected and examined the analyzer for malfunctions. He adjusted the s/r and sipper probes. He checked the sensors and voltages. He cleaned the flowpath from the sipper to the measuring cell. Performance testing was run on the analyzer and all results passed. The customer ran quality control and all results passed.